Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): in the absence of reported part and lot#, UDI can not be provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a definitive cause for the patient effects. The reported patient effect of hypersensitivity, as listed in the promus everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with the use of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
It was reported that the patient was having an allergic reaction to a promus stent implanted in 2012. The patient was evaluated by an allergist who believed the patient was having an allergic reaction to a promus stent. No additional information was provided.